Event description:
Caller reported a malfunction on pump. There was no adverse impact to customer¿s blood glucose level. Cts provided pump reset information and assisted caller with resetting pump, and customer may continue to use pump. Cts instructed caller to call back if any malfunction code recurs, and caller acknowledged and understood.